Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The reporter noted that the keypad was torn and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: a visual inspection of the pump showed that the keypad cover was torn over the ok and up arrow buttons. All the keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and all key contacts were misaligned and inverted; evidence of contamination was found under the key contacts. Unrelated to the complaint, the display screen was dim and discolored. The audio bolus button cover had a hole in it.